Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicates the cannula came straight out after the sensor was inserted. The customer was advised to massage skin. No harm to the customer requiring medical intervention. The sensor will not be returned for analysis.